Manufacturer narrative:
Evaluation begun, but no conclusions drawn.

Event description:
During cardiopulmonary bypass, the device unexpectedly and continuously displayed an air bubble alarm. The device was removed from service. There was no reported adverse consequence to the patient as a result of this event.